Event description:
Collimator accessory latch failed during gantry movement causing the wedge mount tray and block mount tray to fall to the floor. A pt was on the treatment table and the trays barely missed the pt. A svc bulletin was issued by MFR regarding a problem of this nature. It calls for the parts to be inspected at the time of a pm as a minimum. A pm was done seven days prior to this incident. This bulletin was issued 12/28/89 and there has been no attempt that rptr is aware of to correct the defect. (*)